Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on l4 lead. In turn, surgical intervention took place on (B)(6) 2020 where in it was observed the patient¿s l4 lead was fractured. As such, the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored postoperatively.